Event description:
A 3.0mm diameter x 12 mm length driver mx2 stent delivery system was inserted for treatment of a distal right posterior artery. Vessel tortuosity was reported to be moderate. It was reported that while advancing the catheter to the lesion site, the device was unable to cross the lesion site. The physician was attempting to withdraw the stent delivery system, when the catheter separated into two pieces at the z component. The entire stent delivery system, sheath and guidewire were successfully removed. There was no further intervention performed. No additonal sequelae were reported and the patient is reported to be fine.